Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: since (B)(6) 2022 it has been detected incidents in the lab facility, in which results of 6 patients from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility. Patient #5: took pistatina, 12h of fasting;

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: since (B)(6) it has been detected incidents in the lab facility, in which results of 6 patients from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility. Patient #5: took pistatina, 12h of fasting;

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for erroneous results was not observed. Review of the photos provided showed fibrin in the sample. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 06/28/2022. H.6. Investigation summary: bd received 25 samples and 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for erroneous results was not observed. Review of the photos provided showed fibrin in the sample. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain, customer, and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: since feb. 16th it has been detected incidents in the lab facility, in which results of 6 patients from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility.